Event description:
It was reported that high left ventricular (lv) lead pacing thresholds were seen post implant resulting in loss of capture evident on presenting electrograms (egms). The doctor was notified and plans to have an atrioventricular node ablation later in the month. The doctor plan to review the left ventricular (lv) lead at that time. Additional information noted that an ablation took place. The lead was checked and found to be capturing appropriately. Outputs were adjusted to avoid loss of capture in the future. The lead remains implanted. No adverse patient effects were reported

Event description:
It was reported that high left ventricular (lv) lead pacing thresholds were seen post implant resulting in loss of capture evident on presenting electrograms (egms). The doctor was notified and plans to have an atrioventricular node ablation later in the month. The doctor plan to review the left ventricular (lv) lead at that time. No adverse patient effects were reported. The lead remains implanted.